Event description:
It was reported that foreign particles were found in the bd plastipak¿ syringe luer slip before use. The following information was provided by the initial reporter, translated from portuguese to english: "found white color particles in the syringe"

Manufacturer narrative:
Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found in the bd plastipak¿ syringe luer slip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "found white color particles in the syringe."